Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-01393 for the associated device information. It was reported to boston scientific corporation that a genesys hydro thermablator (hta) endometrial ablation system was used in a hydrothermablation (hta) procedure performed under general anesthesia on (B)(6) 2014. According to the complainant, the patient was noted to have a patulous cervix. The physician reportedly used three tenaculums around the sheath. At three minutes and thirty seconds into ablation, the procedure was paused because the raytech sponge was soaked. There was no fluid loss alarm noted. The procedure was then aborted, waited for a minute and thirty seconds to cool down to room temperature, and subsequently removed the sheath from the cervix. It was reported that the patient received a burn both internal and external anatomy (degree of burn was not classified). Silvadene cream and silver nitrate sticks were applied to the burn areas. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the genesys console appeared to be in good condition. The genesys hta procerva procedure set was not returned with the console. The unit passed the genesys hta functional feature test with no "fluid loss detected" alarms or error messages observed. The console works as intended. A review of the eeprom data did not indicate fluid loss exceeding 10 ml as there was no alarms recorded in the eeprom relating to the events that occurred on (B)(6) 2014 (event date specified in the complaint record). As the reported problem was not confirmed during the testing of the genesys console, the most probable root cause is undeterminable.

Event description:
It was reported to boston scientific corporation that a genesys hydro thermablator (hta) endometrial ablation system was used in a hydrothermablation (hta) procedure performed under general anesthesia on (B)(6) 2014. According to the complainant, the patient was noted to have a patulous cervix. The physician reportedly used three tenaculums around the sheath. At three minutes and thirty seconds into ablation, the procedure was paused because the raytech sponge was soaked. There was no fluid loss alarm noted. The procedure was then aborted, waited for a minute and thirty seconds to cool down to room temperature, and subsequently removed the sheath from the cervix. It was reported that the patient received a burn both internal and external anatomy (degree of burn was not classified). Silvadene cream and silver nitrate sticks were applied to the burn areas. An additional attempt has been made to obtain follow up event details with no response from the clinician.